Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the log files. The system controller (serial #: (B)(4)) was returned for analysis. A log file was downloaded from the returned controller and another was submitted for review by the customer. A review of the downloaded and submitted log files contained overlapping data spanning approximately 8 days ((B)(6) 2019 per time stamp). Driveline fault alarms were active and coincident with the yellow wrench advisory and the internal error code on between (B)(6) 2019 at 14:53:44 ¿ (B)(6) 2019 at 09:26:59. While the driveline fault alarms were active, phase 3 was captured to be lower than phases 1 and 2. Pump operation was not affected. The system controller underwent preliminary and functional testing. The phases were measured, and no anomalies were found. The system controller was run for an extended period of time on the mock loop and was able to support pump function for extended operation. The reported driveline fault alarms was not able to be reproduced during the investigation. The root cause for the reported driveline fault alarms was not conclusively determined through this analysis; however, similar events have been identified and have been found to be related to driveline fault alarms associated with the sensitivity of the driveline fault algorithm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline fault alarms which resolved with controller exchange. A specific cause for the driveline fault alarms was not identified. The patient tolerated the controller exchange well with no issues. Upon later follow up, no alarms were observed. The device was within normal function and well within expected parameters.